Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Root cause the system was found to meet specifications; therefore, the root cause of the reported events of no cautery power and the probe not cutting cannot be determined conclusively. The reported event of bubbles in the patients' eye was not verified by the company service representative; therefore, the root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgery probe did not cut and had bubbles. Cautery was not working. Procedure details and patient impact have not been provided. Additional information has been requested.